Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a drawer failed, with a broken lid that had already been ejected. A field service engineer confirmed that the customer had replaced the pocket to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that, when using the bd pyxis¿ medstation¿ es, a drawer failed, with a broken lid that had already been ejected. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.